Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a left atrial appendage (laa) occluder procedure. Reportedly, the user experienced unexpected resistance while pulling back the prostyle device after opening the lever in step 1. The suture of the same prostyle device was successfully pre-placed. The sheath was upsized to 12f and the laa occluder procedure was completed. The knot was successfully advanced to the vessel wall but hemostasis was not achieved. Hemostasis was achieved by manual compression. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.